Event description:
A doctor alleged that the take 1 advanced resulted in poor impressions and subsequently poor fitting crowns for his patients.

Manufacturer narrative:
Although the doctor's office identified four (4) different lots associated with the poor impressions, the office could not verify which lot was used on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 2-1314, 2-1234, 3-1057 and 2-110. The doctor's office could not recall patient or incident details. The patients had to return to the doctor's office and have a new impression and restoration made. To date, the patients are doing fine. A visual and physical test of the returned product was evaluated yielding results within specifications.

Manufacturer narrative:
The lots involved in the alleged incidents include lot numbers 2-1314, 2-1234, 3-1057 and 2-1101.